Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that he customer received a low power alert and then the battery gauge later displayed 35% without being charged. The customer's blood glucose (bg) level was 181 (mg/dl). Review of the pump data logs by tandem technical support confirmed the battery jump. Reportedly the customer would continue to use the pump for insulin therapy.